Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer was calling to check on warranty for bent forks on the wheelchair.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the caster fork was bent, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer was calling to check on warranty for bent forks on the wheelchair.